Event description:
A respiratory therapist applied a white plastic tubing clip to a ventilator tube, the clip was not fastened properly and a small amount of liquid went into the patient's lungs. The manager of respiratory therapy has since discontinued the use of these chips new clips are metal and have not caused a problem. The patient had multi-system failure prior this event. It is unclear whether this eventcontributed to the patient's death on 2/21/93device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: misapplication of device. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped permanently. The device was destroyed/disposed of.